Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 264 mg/dl, 243 mg/dl, 344 mg/dl, 259 mg/dl, 434 mg/dl, 172 mg/dl, 128 mg/dl, 120 mg/dl, 126 mg/dl and 130 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.